Manufacturer narrative:
Per tandem's pump user guide, "check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer inadvertently entered the incorrect values into the pump settings. Customer's blood glucose (bg) level was in the 400 mg/dl range with ketones. A correction bolus was delivered to address bg. Customer believed that their hcp would consider ketone levels life threatening. Recommendation was made to consult with healthcare provider regarding diabetes management.